Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, the patient reported a discrepancy between glucose readings, with the cgm displaying 67 mg/dl while a bg meter reading was 400 mg/dl. At that time, the patient experienced symptoms including a burning sensation, frequent urination, extreme thirst, and nausea. The patient was using a tandem insulin pump and self-administered insulin via the pump in accordance with his routine diabetes management. At an unspecified time thereafter, the patient presented to the emergency department (ed). Upon evaluation in the ed, the patient¿s bg meter reading was 500 mg/dl, while the cgm displayed ¿high.¿ the patient was admitted for treatment and received intravenous (IV) fluids and IV insulin therapy. The cgm was removed during the admission. The patient was discharged the following day (greater than 24 hours later) with reported glucose levels in the 100 mg/dl range. It was not specified whether this value was obtained via cgm or bg meter. At the time of this report, the patient was noted to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The patient went to the ER and the reported glucose fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.